Event description:
A hospital in (B) (6) reported that a quantity of 2 mr290 autofeed chambers cracked when on sensormedics 3100b oscillating ventilators. They reported the chambers seem to be cracking in the same spot (vertically in the middle of the molded indentation). No patient consequence was reported.

Manufacturer narrative:
(B) (4). Method: the device was not returned to the manufacturer for inspection. We followed up with the hospital for further information, but none was forthcoming. An investigation was carried out based on the event description and previous experience with similar complaints. Results: a lot check revealed one other similar complaint for this lot number. Conclusions: as no further information was provided, we cannot conclusively determine why the chamber cracked. Cracks in the plastic chamber dome can occur when high frequency oscillations are encountered with high pressure settings. Our instructions for use (IFU) indicates a maximum operating pressure for the chamber and advises the user to set appropriate ventilator alarms. Ventilator alarms alert the user to a cracked chamber and allow them to act by replacing the chamber according to their standard procedures. (B) (4).